Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing, nostrils became inflamed, lack of sleep. The patient has been admitted to hospital due to difficulty in breathing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 07, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged difficulty breathing, nostrils became inflamed, lack of sleep related to CPAP device's sound abatement foam. The patient has been admitted to hospital due to difficulty in breathing. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected internally and externally, found light unknown white, and black (dust like) contamination (inconsistent with degraded sound abatement foam) at the air inlet of the blower box, unknown white, and black (dust like) contamination (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.), light unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal, unknown light black specks (dust-like), contamination (inconsistent with degraded sound abatement foam) inside the bottom of the blower box, unknown light black (dust-like) contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.